Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The correction of section h (fields h3a, h3b, h3c, h6) was required. This is based on the internal evaluation. #h3a device evaluated by mfg: no. Corrected device evaluated by mfg: yes. #h3b device not eval provide code: other corrected device not eval provide code: blank #h3c if other provide code -explain: 4114. Corrected if other provide code -explain: blank #h6 type of investigation: 10, 4111, 4114. Corrected type of investigation: 10, 4111.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that pressure transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. The nozzle unit of the air gas module was defective and its replacement is necessary to resolve the issue. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The deffective part was not available for further analyze. The root cause to the reported issue has not been determined. H3 other text : 4114.

Event description:
Manufacturer's ref. #:(B)(4).